Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 3006705815-2021-00270. It was reported that the patient was experiencing uncomfortable stimulation due to auto reducing. It was found that one of the leads showed all high impedances. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Postoperatively, the patient has effective therapy. As it is unknown which lead had high impedances, both leads are being reported.